Event description:
It was reported that the black battery cord had a broken collar and would not stay attached to the battery. The system controller was replaced as a result.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the heartmate ii system controller black power cable locking nut was confirmed via visual analysis. The heartmate ii system controller (serial #: (B)(6) ) was returned for analysis and a log file spanning approximately 51 days (01dec2020 ¿ 21jan2021 per timestamp) was downloaded for analysis from the returned controller. There were no notable alarms in the log file. Pump operation was not affected. The damage to the system controller locking nut was confirmed. A connection was able to be made to a test patient cable; however, the connection was not secure due to the mechanism being broken off. The system controller was able to function as intended despite the damage to the locking mechanism. The system controller was able to function on a mock loop for an extended duration. The root cause of the reported event was unable to be conclusively determined in this analysis. Incidental finding: fluid ingress. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use and describe how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications prior to being shipped on 14oct2015. No further information was provided. The manufacturer is closing the file on this event.